Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing method is described in "olympus bf-uc190f reprocessing manual". This may prevent the indicated phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name:(B)(6). The suspect device has been returned to olympus for evaluation. Prior to the device evaluation, the device was sent out for additional microbiological testing.   Hygiene microbiological investigation test was negative. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.   The customer's allegation of leaking was confirmed due to a pinhole on bending section cover, water tightness was lost. The device evaluation also found that due to damage on ultrasonic probe, the balloon could not be attached correctly. The image guide bundle had significant breakages. Adhesive on the bending section had wear. The connecting tube was deformed. The distal end has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that "attention! Suspected tuberculosis". It was also reported that the bronchofibervideoscope was leaking at the aer (automated endoscope reprocessor). Later, the customer informed olympus that the tuberculosis infection was not confirmed.